Manufacturer narrative:
Sample and lot # is not available for investigation. Evaluation codes: method: no sample. No lot# available. Manufacturing processes reviewed. Results: review of manufacturing processes revealed no findings that could potentially relate to the reported issue. Conclusions: due to lack of product sample and lot#, the manufacturer was unable to conduct an investigation and determine a root cause. No corrective actions taken.

Event description:
Incident reported as: during the procedure, the suture was breaking and the bullet detached inside the patient. The decision was made not to retrieve the needle from the patient. No further information available.